Manufacturer narrative:
Unit received unable to perform the displacement due to complete broken reservoir tube lip noted. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted. Pump received with cracked battery tube threads. Cracked lcd window. Cracked case display window corner, cracked reservoir tube window and cracked reservoir tube window corner. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was crack all over the case. Customer's blood glucose level was unknown. Customer also stated that there was no damaged on drive support cap. The device will be returned for analysis.